Manufacturer narrative:
The technician found the solenoid valve is sticking. The technician replaced the head up solenoid valve to resolve the issue.

Event description:
Technician alleged the head up function is not working. No patient impact.